Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert. The patient had difficulty performing a patient-initiated interrogation, but was able to after resetting the monitor. Review of the remote transmission revealed that the implantable cardioverter defibrillator was in backup mode due to radiofrequency telemetry lockout. The patient presented to the clinic where the device was restored. The patient experienced chest pain when the device was in backup, but the symptoms resolved after the device was restored. The patient was in stable condition.